Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to blank display. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and broken belt clip slot. (B)(4).

Event description:
The customer's spouse reported via phone call the pump was experiencing blank display. The customer blood glucose at time of incident is unknown. The customer's spouse was assisted with trouble shooting and display came back after a couple battery changes. The pump alarmed battery out limit after battery change. The customer's spouse stated that batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer's spouse stated the insulin pump has broken piece. The customer's spouse was advised the pump needs to be replaced and to revert to health care professional's back up plan. The insulin pump was returned for analysis.